Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run testing) has been confirmed. Upon investigation the monitor was displaying a service code 203 (pulse test fault) the cause for the service code was a shorted d7 component on the computer/analog board. The root cause for the shorted d7 was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to complete incoming functional testing.